Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a scope could not be inserted into the trocar since the duckbill was not separated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that 2h12lp device was returned in good condition. In an attempt to replicate the reported incident the device was tested for functionality. Upon testing the obturator was attempted to be introduced into the sleeve assembly and it could not be introduced due to the closed duckbill. The found defect is related to the manufacturing process.